Event description:
During mantis surgery, when the surgeon used the persuader and did the push of the rod into the screw head, the head of the screw broke. Although the surgeon removed one of the fragments, he was not able to remove another fragment. Afterwards, the surgeon changed the broken screw to another size screw.

Manufacturer narrative:
Method: visual inspection, mfg record review, complaint history analysis, and risk assessment. Results: visual inspection: the returned screw was visually inspected and the tabs on one side of the screw-head were confirmed to be broken. Only one tab fragment was returned. Mfg record review: no discrepancies noted. Complaint history analysis: (B)(4). The investigation into past complaints concluded that the tab breakage was the result of cantilever forces being applied to the mantis reduction blades by the surgeon while using the mantis persuader. Risk assessment: the surgeon completed the surgery after removing the broken screw and replacing it with a spare. The broken tab fragment that remained in the pt is made of implant grade biocompatible material. Conclusion: tab-breakage can occur if cantilever forces are applied to the screw assembly with the mantis persuader.